Event description:
A report was received that the patient underwent an explant procedure as the physician felt the device was faulty. No additional information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50cm; model # sc-3354-25, serial # (B)(4), description: w4 splitter 2x4-25 cm.

Event description:
A report was received that the patient underwent an explant procedure as the physician felt the device was faulty. No additional information will be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model sc-3138-35, description: scs phiii ext 35cm, (B)(6)-ipg sn (B)(6): the complaint was confirmed. After the completion of charging cycle, the end-of-charge beeps were heard, but the ipg would not be linked with a remote control. The wake-up signals were not generated by the device. The device was cut open. The ipg exhibited the typical symptom characterized of analog ic (aic-u1) damage; premature battery depletion, excessive sleep current leakage, and low impedance between vh and ground. Exposing analog ic to high-electromagnetic or voltage transient can cause this type of failure. The source of the device damage could not be determined. -leads(sn (B)(4)) and lead extensions ((B)(4)) - the device had lost integrity; its body was cut. The cut damage to the leads is a result of a typical explant procedure and it is not considered a failure. -leads ((B)(4)) and splitters ((B)(4))- the device had lost integrity; its body was cut, and several wires were pulled. X-ray inspection found a broken wire(s) in electrode array. The source of the electrode array damage could not (B)(4)- the device had lost integrity; its body was cut, and several wires were pulled. X-ray inspection found a broken wire in electrode array. The source of the electrode array damage could not be determined. (B)(4) - the device had lost integrity; its body was cut, and several wires were pulled. The source of the pulled wires could not be determined. (B)(4) - the device had lost integrity; its body was cut. X-ray inspection found several broken wires in electrode array. The source of the device damage could not be determined. (B)(4) - the device had lost integrity; its body was cut. X-ray inspection found a broken wire in electrode array. The source of the device damage could not be determined. (B)(4) - the device had lost integrity; its body was cut. X-ray inspection found a broken wire. The source of the device damage could not be determined. (B)(4) - the device had lost integrity; its body was cut. (B)(4) - the device had lost integrity; its body was cut. The cut damage to the leads is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model sc-3138-35, description: scs phiii ext 35cm, (B)(4), ipg sn 213532: the complaint was confirmed. After the completion of charging cycle, the end-of-charge beeps were heard, but the ipg would not be linked with a remote control. The wake-up signals were not generated by the device. The device was cut open. The ipg exhibited the typical symptom characterized of analog ic (aic-u1) damage; premature battery depletion, excessive sleep current leakage, and low impedance between vh and ground. Exposing analog ic to high-electromagnetic or voltage transient can cause this type of failure. The source of the device damage could not be determined. Leads ((B)(4)) and lead extensions ((B)(4)) - the device had lost integrity; its body was cut. The cut damage to the leads is a result of a typical explant procedure and it is not considered a failure. Leads ((B)(4)) and splitters ((B)(4))- the device had lost integrity; its body was cut, and several wires were pulled. X-ray inspection found a broken wire(s) in electrode array. The source of the electrode array damage could not be determined. Lead ((B)(4)) - the device had lost integrity; its body was cut, and several wires were pulled. The source of the pulled wires could not be determined.

Event description:
A report was received that the patient underwent an explant procedure as the physician felt the device was faulty. No additional information will be provided to bsn.